Event description:
The rptr stated that she has gotten the er1 message. She stated that she did not use the color chart, did not retest, and that she did not feel her blood glucose was high. She reported proper testing technique, but did not have any control solution to do a meter test at the time of her call.